Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. A review of the activity log was not able to confirm the customer's report. The device's multi-function cable and ECG leads passed all testing. The monitor board was replaced as precaution. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male patient the device displayed an "ECG monitoring failure" message. The device was turned off/on and the clinician was able to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.